Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, neither the valve nor the delivery catheter system caused or contributed to the right lung perforation or death.

Event description:
It was reported that while implanting a pulmonary transcatheter valve, "frothy" fluid was noted in the et (endotracheal) tube while a non-medtronic guidewire was in the right lower lung. It was then suspected that the patient's right lung had been perforated by the guidewire, so the attending physicians obtained an angiogram. The angiogram did not reflect a discernable injury, and the "frothy" fluid dissipated, so the physicians decided to proceed with the procedure. The pulmonary valve was then successfully implanted and appeared to have good function. As the patient was extubated, their vitals began to slow and the patient coded. Chest compressions were then initiated until they were able to transfer the patient to extracorporeal membrane oxygenation (ECMO). An echocardiogram and chest x-ray were then obtained, which confirmed that the valve was still positioned and functioning properly. In the days following the procedure, it was identified that the patient had died under unknown circumstances. The exact date of patient death is unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: harmony-dcs, serial/lot #: unknown, ubd: , UDI#: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.